Event description:
It was reported that a patient presented in-clinic. Upon examination, it was found that the patient's right atrial (ra) lead was not capturing or sensing, and had high pacing impedance. Ra lead dislodgement was confirmed via fluoroscopy. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the lead was found curled up in the device pocket, and no attempt was made to reposition the lead due to the dislodgement. The date of the event was unknown

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense, and high pacing impedance. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. After cleaning, the helix was able to retract and extend by applying torque directly at the connector pin. The full helix extension length was measured within specification the reported events of failure to capture, failure to sense, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.